Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 54 mg/dl while using the ilet system, self-treated with oral carbohydrates and electrolyte solution, and later reported a recurrent low that resolved to 107 mg/dl after additional intake of food. Symptoms included low blood glucose. Outcomes included resolution of the event without medical intervention or hospitalization. Investigation included customer support troubleshooting and education on monitoring and treating hypoglycemia. Investigation of this case revealed no device malfunction reported and no device component involvement identified, with the event consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.